Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 19mm trifecta was implanted in 2012 on an unknown date. The patient had complain of shortness of breath for 3 months. On (B)(6) 2021, a structural valve deterioration was noticed during the follow-up. Echocardiogram revealed a severe aortic regurgitation (ar) . On (B)(6), 2021, the valve was explanted and a non abbott device was implanted was implanted. Upon explant, there was a tear along the base of a leaflet. Patient stable, no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 19mm trifecta was implanted in 2012 on an unknown date. The patient had complain of shortness of breath for 3 months. On (B)(6) 2021, a structural valve deterioration was noticed during the follow-up. Echocardiogram revealed a severe aortic regurgitation (ar) . On (B)(6) 2021, the valve was explanted and a non abbott device was implanted was implanted. Upon explant, there was a tear along the base of a leaflet. Patient stable, no additional information was provided.

Manufacturer narrative:
An event of shortness of breath, structural valve deterioration, aortic regurgitation, leaflet tear, and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, two photos were received for analysis. Based solely on the aforementioned photos, the tissue valve appeared to have a torn leaflet. Based on the information received, the cause of the reported incident could not be conclusively determined.